Manufacturer narrative:
Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off during use (set was in use for few minutes) event on 25 mar 2026.